Manufacturer narrative:
The explanted device was not available to be returned for evaluation as it was disposed of by the center. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 day. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2017. The cause of expiration was reported as "infection". The patient had a chronic driveline infection for approximately 1.5 years. Date of event is approximate. The device will not be returning for evaluation. No additional information was provided.